Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent bleed is related to the case circumstances. The reported patient effects of hemorrhage is listed in the perclose prostyle instructions for use as a known patient effects of use with suture mediated closure device procedures. It is possible the knot caught tissue and/or was inadvertently tightened. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a premature ventricular contraction (pvc) interventional procedure. The suture of a prostyle device was successfully pre-placed. The pvc procedure was completed using the same 8f sheath. Reportedly post procedure, the knot became stuck on the tissue tract during advancement. The suture was intentionally cut and removed. A second prostyle device was unable to be advanced into the anatomy. Significant bleeding was also noted. A non-abbott device, a figure of eight stitch, and a new femostop device were used to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.